Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display was intermittently distorted and no clinical information could be seen. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer replaced and returned the suspect lcd color cable for evaluation; however the reported malfunction was not replicated or confirmed. The lcd color cable was put through testing without duplicating the malfunction. The lcd color cable was scrapped. No trend is associated with reports of this type.